Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited fracture. This fracture resulted in high pacing impedance and high defibrillation impedance. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.